Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H3: device evaluation: the lens was returned in liquid with residue/debris on the lens inside a microcentrifuge vial. Visual inspection found fibre on the lens. Dimensional inspections found the lens to be within specifications. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was repositioned, but the problem was not resolved. The lens was exchanged with a different power & model of the same length lens & the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.